Event description:
A ventilator was returned to the manufacturer for service. There was no report of patient harm or injury. The device was returned to the manufacturer's service center for evaluation and a high temperature alarm condition was observed in the device's downloaded error log. The device's system board was replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported a ventilator was returned for a high temperature condition. The system board was replaced to address the issue. There was no report of patient harm or injury. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's sensor board and thermistor were replaced to address the issue.